Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving compounded baclofen (2000mcg/ml at 418.2mcg/day) and bupivacaine (0.5mg/ml at 0.10456mg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that during a normal pump replacement due to the pump's age, it was found that there was no drug in the reservoir. The printout showed that 10ml were expected, however, when the pump was explanted it was empty. It was unknown how long the reservoir had been empty. The catheter was aspirated and was deemed to be patent. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue, and no further diagnostics or troubleshooting were performed. The drug and drug concentration were changed with the pump replacement and the issue was considered resolved. The drug in the new pump was 2500mcg/ml baclofen with the same dosing as indicated earlier. No symptoms were reported. The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.